Event description:
It was reported by service report that the scale was inaccurate. Also, the a/c power cord was frayed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell. Power cord sheating damage.